Manufacturer narrative:
Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for analysis as it remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted with a multifocal intraocular lens (iol) in both eyes (ou). Post implant the patient was slightly bothered with halos causing him difficulty walking outside, working on the computer and performing other reading activities. He also experienced glazy and fuzzy vision. At the 6-month visit on (B)(6) 2018, both eyes (ou) bcdva (best corrected distance visual acuity) was 20/30-1. The patient was still bothered with halos and reported some vision blocked and considers these symptoms debilitating. It was indicated the patient wants the lenses removed and replaced. There are plans to have both lenses removed. At the time of this report there is no confirmation of right eye explant. No additional information provided. This report pertains to the right eye. A separate report will be submitted for the left eye.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Product code: mfk. Common device name: multifocal. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0185. Expiration date: 10/25/2022. UDI number: (B)(4). If explanted, give date: (B)(6) 2018. Device manufacture date: 10/25/2017. Corrected data:  report source:  the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00974.   All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.